Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that loss of capture and lead dislodgement were observed on both atrial and ventricular leads. The patient was complaining of shortness of breath. Poor sensing on the rv lead was also observed. As the patient was running fever, the leads were later explanted and replaced. Patient condition is fine.